Event description:
Procedure: lap gastric bypass. According to the reporter: the stapler failed to cut and delivered staples which were malformed. The surgeon removed some of the malformed staples, opened a new reload and used it with the original stapler. The second reload cut and stapled. Or time was delayed 10 mins. No bleeding or pt injury reported. The pt came back to hosp in '08 with a staple line leak. The surgeon hand sewed to correct the problem.